Event description:
Event description guidant received information that this pacing dependent patient, who was previously lost to follow-up for more than 2.5 years, presented to the physician with a slow heart rate and expressed feeling weak. Upon interrogation, the battery status of the device was reported to be at end of life. The device, which was implanted for slightly over three years and had been programmed for high output, was explanted and replaced with a competitor's device.